Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure prior to the post mapping when the farawave catheter was pulled out, air was noted in the sheath. Suction was performed several times, however air was noted from the hemostasis valve. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure prior to the post mapping when the farawave catheter was pulled out, air was noted in the sheath. Suction was performed several times, however air was noted from the hemostasis valve. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.